Event description:
(B)(4). Reason for original complaint: litigation alleges that the patient suffers from pain. Doi: (B)(6) 2011 - dor: none reported (right side). (B)(6). Update (B)(4) 2013 - pfs and medical records received. Part/lot was provided. All products have been reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.